Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The report of a suspected compromised wire in the percutaneous lead (lead) was confirmed. Approximately 15¿ of the external portion/distal end of the lead was returned to the manufacturer for further evaluation. An electrical continuity test of the returned portion of lead was conducted and discontinuity in the green wire was identified. All other wires were found to be electrically intact. The green wire was fractured adjacent to the metal/controller connector, resulting in the underlying conductors being exposed. The characteristic of this disruption appeared consistent with fatigue failure as a result of repetitive flexing of the lead in this location. The examination of the affected and non-affected wires did not reveal any evidence of mechanical damage due to crushing or pinching. The green wire represents one of the two wires in motor phase 1. The reported alarms, speed drops and pump stops would have occurred as a result of the exposed conductors of the wire contacting the braided shield and shorting to ground while connected to the power module. Following the repair, the patient remained supported until transplant without further reported issues. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient called from home thinking he had a problem with the power module or the power module patient cable as he had been intermittently experiencing red battery/yellow wrench alarms for past couple of days. He was asked to tighten the power module battery connection and there were no more alarms. The pt called back as the alarms began again after he got into bed, and the pump speed had dropped very low. He was requested to come into the hospital where multiple low flow advisories and pump stops were identified. The system controller was exchanged and the pt had fewer alarms but experienced a few pump stops associated with percutaneous lead movement. The patient was admitted to the hospital and started on a heparin drip. It was determined that the extended pump stoppage occurred while on batteries and was initiated when the patient bent over to take his shoes off. It was also reported that the percutaneous lead connector gets very hot during the times when the pump is not running and is attempting to restart. Once the pump resumed running at the set speed of 9000 rpm, the connector cooled to normal temperature. The pt was intubated and placed on pressors as a precaution in case the percutaneous lead issue caused the pump to stop and they were unable to restart the pump by manipulating the lead. A percutaneous lead distal end replacement was performed per procedure by the MFR on (B)(6) 2013. There were no pump stops with symptoms noted before the lead repair. The pt is currently doing fine and is discharged home.